Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and reagent testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. The testing performed found that all quality control and patient samples were within the expected ranges. Based on the available information, no product deficiency was identified.

Event description:
The customer observed a falsely elevated phosphorus result for one patient on the architect c16000 analyzer. The following data was provided: sid (B)(6) initial 4.61mmol/l, repeat = 0.78 (ref range 0.8-1.5). There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.